Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose at the time of incident was 400 mg/dl. Customer¿s current blood glucose was unknown mg/dl. Customer did not experienced the symptoms due to high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.